Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a videotelescope had a green image. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.